Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. It was noted that the patient¿s weight on (B)(6) 2019 was unknown, but the patient came in again on (B)(6) 2019 and the patient weighed 223.6 pounds. They did not know which alarm was occurring or cause of the alarm. They also did not know what actions were taken. The patient did not experience any symptoms that they were aware of. The hcp assumed the alarm had been resolved because the patient had not been in since (B)(6) 2019.

Manufacturer narrative:
The previous report (follow-up # 1) indicated 2019-nov-01 in error regarding date manufacturer received and should have instead indicated 2019-nov-21. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain. It was reported the patient was in the emergency room and their pump was alarming. The pump had not yet been read. It was reported the patient had missed a scheduled refill. No symptoms were reported. The event date was provided as (B)(6) 2019. The hcp was transferred to the national answering service to have a manufacturing representative (rep) paged. No further complications were reported or anticipated.